Event description:
It was reported the colonovideoscope had a communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to electrical component failure. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed due to damage on scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.